Event description:
Sheath broke inside patient. Patient was taken to the operating room for open removal of foreign body. Manufacturer response for flexor check-flo, raabe (per site reporter): I am waiting for that information from the rad tech. I will send you an update when I get it.